Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left fallopian tube/essure device was in cul-dec-sac on the right side of the midline along the ovarian fossa area\essure device was unsuccessfully occluded/ failure to occlude (close) fallopian tube(s)') in a 26-year-old female patient who had essure (batch no. 740647,755529) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, anxiety, dysplasia, condyloma acuminatum, abdominal pain, back pain, postoperative pain and pain in jaw. Underwent a tubal ligation and removal of essure devise on (B)(6) 2011 for failed essure. Previously administered products included for an unreported indication: ortho tri-cyclen from (B)(6) 2010 to (B)(6) 2011 and mirena from (B)(6) 2008 to (B)(6) 2010. Concomitant products included alprazolam (xanax) (B)(6) 2010 to (B)(6) 2011, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2010 to (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2010 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2010 and sulfamethoxazole;trimethoprim (mortin) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 28 days after insertion of essure. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysuria ("dysuria"), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, dysuria, back pain, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dysuria, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for tubal occlusion. (It was reported that hsg test done which confirmed that the essure device was unsuccessfully occluded, letter on reported that plaintiff underwent a laparoscopic bilateral tubal occlusion from the essure device). The number of expanded coils that appeared trailing into the uterine cavity was 1. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Current weight 190 lbs. Date- (B)(6) 2011 procedure- hsg hysterosalpingography hysterosalpingogram history - sterilization status fi ndings - this study was performed the initial image of the pelvis demonstrates two essure coils to the right of midline, the more superiorly oriented coil felt to be within the proximal right fallopian tube. The inferior right pelvic coil I s felt to have migrated from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: failed sterilization with the essure coils, note made of spillage from the left fallopian tube and displaced left coil into the right inferior pelvic region. The right essure coil is in normal position with doc umented occlusion of the right fallopian tube. Lot number: 740647 manufacture date: 2010-05 expiration date: 2013-05 lot number: 755529 manufacture date: 2010-06 expiration date: 2013-06 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left fallopian tube/essure device was in cul-dec-sac on the right side of the midline along the ovarian fossa area\essure device was unsuccessfully occluded/ failure to occlude (close) fallopian tube(s)/') in a 26-year-old female patient who had essure (batch no. 740647,755529) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, anxiety, dysplasia, condyloma acuminatum, abdominal pain, back pain, postoperative pain, pain in jaw and loop electrosurgical excision procedure. Underwent a tubal ligation and removal of essure devise on 3/18/11 for failed essure. Previously administered products included for an unreported indication: ortho tri-cyclen from (B)(6) 2010 to (B)(6) 2011 and mirena from (B)(6) 2008 to (B)(6) 2010. Concomitant products included alprazolam (xanax)26 (B)(6) 2010 to (B)(6) 2011, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2010 to (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2010 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2010 and sulfamethoxazole;trimethoprim (mortin) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ physical pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 28 days after insertion of essure. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), dysuria ("dysuria"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("anxiety/ mental anguish/psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dysuria, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for tubal occlusion. (It was reported that hsg test done which confirmed that the essure device was unsuccessfully occluded, letter on reported that plaintiff underwent a laparoscopic bilateral tubal occlusion from the essure device). The number of expanded coils that appeared trailing into the uterine cavity was 1. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Current weight 190 lbs. Date- (B)(6) 2011 procedure- hsg hysterosalpingography hysterosalpingogram history - sterilization status findings - this study was performed the initial image of the pelvis demonstrates two essure coils to the right of midline, the more superiorly oriented coil felt to be within the proximal right fallopian tube. The inferior right pelvic coil is felt to have migrated from the left tube. She received treatment for pain pelvic/abdominal, general abnormal bleed, migration she did not received treatment for psych injury diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: failed sterilization with the essure coils, note made of spillage from the left fallopian tube and displaced left coil into the right inferior pelvic region. The right essure coil is in normal position with documented occlusion of the right fallopian tube. Migration right occlusion only. Lot number: 740647 manufacturing date: 2010/05 expiration date: 2013/05. Lot number: 755529 manufacturing date: 2010/06 expiration date: 2013/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left fallopian tube/essure device was in cul-dec-sac on the right side of the midline along the ovarian fossa area\essure device was unsuccessfully occluded/ failure to occlude (close) fallopian tube(s)/') in a 26-year-old female patient who had essure (batch no. 740647,755529) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, anxiety, dysplasia, condyloma acuminatum, abdominal pain, back pain, postoperative pain, pain in jaw and loop electrosurgical excision procedure. Underwent a tubal ligation and removal of essure devise on (B)(6) 11 for failed essure. Previously administered products included for an unreported indication: ortho tri-cyclen from (B)(6) 2010 to (B)(6) 2011 and mirena from (B)(6) 2008 to (B)(6) 2010. Concomitant products included alprazolam (xanax) (B)(6) 2010 to (B)(6) 2011, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2010 to (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet) from (b)(6 2010 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2010 and sulfamethoxazole;trimethoprim (mortin) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ physical pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 28 days after insertion of essure. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), dysuria ("dysuria"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("anxiety/ mental anguish/psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dysuria, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for tubal occlusion. (It was reported that hsg test done which confirmed that the essure device was unsuccessfully occluded, letter on reported that plaintiff underwent a laparoscopic bilateral tubal occlusion from the essure device). The number of expanded coils that appeared trailing into the uterine cavity was 1. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Current weight 190 lbs. Date- (B)(6) 2011; procedure- hsg; hysterosalpingography; hysterosalpingogram; history - sterilization status. Findings - this study was performed the initial image of the pelvis demonstrates two essure coils to the right of midline, the more superiorly oriented coil felt to be within the proximal right fallopian tube. The inferior right pelvic coil is felt to have migrated from the left tube. She received treatment for pain pelvic/abdominal, general abnormal bleed, migration she did not received treatment for psych injury diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: failed sterilization with the essure coils, note made of spillage from the left fallopian tube and displaced left coil into the right inferior pelvic region. The right essure coil is in normal position with documented occlusion of the right fallopian tube. Migration right occlusion only. Lot number: 740647 manufacture date: 2010-05 expiration date: 2013-05; lot number: 755529 manufacture date: 2010-06 expiration date: 2013-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received. Reporter information, patient medical history added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left fallopian tube/essure device was in cul-dec-sac on the right side of the midline along the ovarian fossa area\essure device was unsuccessfully occluded/ failure to occlude (close) fallopian tube(s)') in a (B)(6) year-old female patient who had essure (batch no. 740647,755529) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, anxiety, dysplasia, condyloma acuminatum, abdominal pain, back pain, postoperative pain and pain in jaw. Underwent a tubal ligation and removal of essure devise on (B)(6) 2011 for failed essure. Previously administered products included for an unreported indication: ortho tri-cyclen from (B)(6) 2010 to (B)(6) 2011 and mirena from (B)(6) 2008 to (B)(6) 2010. Concomitant products included alprazolam (xanax) (B)(6) 2010 to (B)(6) 2011, ethinylestradiol; norgestimate (ortho tri-cyclen) from (B)(6) 2010 to (B)(6) 2011, oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2010 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2010 and sulfamethoxazole; trimethoprim (mortin) from (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 28 days after insertion of essure. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysuria ("dysuria"), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, dysuria, back pain, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dysuria, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for tubal occlusion. (It was reported that hsg test done which confirmed that the essure device was unsuccessfully occluded, letter on reported that plaintiff underwent a laparoscopic bilateral tubal occlusion from the essure device). The number of expanded coils that appeared trailing into the uterine cavity was 1. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Current weight (B)(6) lbs. Date- (B)(6) 2011, procedure- hsg. Hysterosalpingography, hysterosalpingogram, history - sterilization status. Findings: this study was performed the initial image of the pelvis demonstrates two essure coils to the right of midline, the more superiorly oriented coil felt to be within the proximal right fallopian tube. The inferior right pelvic coil I s felt to have migrated from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: failed sterilization with the essure coils, note made of spillage from the left fallopian tube and displaced left coil into the right inferior pelvic region. The right essure coil is in normal position with documented occlusion of the right fallopian tube. Most recent follow-up information incorporated above includes: on 26-jul-2019: reporter, patient demographics and medical history were added. Updated suspect drug indication and added lot number. On (B)(6) 2011, she explanted essure. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety/ mental anguish, dysmenorrhea (cramping), migration of essure device location of device: left fallopian tube, essure device was in cul-dec-sac on the right side of the midline along the ovarian fossa area. Event device ineffective clubbed with device dislocation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left fallopian tube/essure device was in cul-dec-sac on the right side of the midline along the ovarian fossa area\essure device was unsuccessfully occluded/ failure to occlude (close) fallopian tube(s)/') and genital haemorrhage ('general abnormal bleed') in a 26-year-old female patient who had essure (batch no. 740647,755529) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, anxiety, dysplasia, condyloma acuminatum, abdominal pain, back pain, postoperative pain and pain in jaw. Underwent a tubal ligation and removal of essure devise on 3/18/11 for failed essure. Previously administered products included for an unreported indication: ortho tri-cyclen from (B)(6) 2010 to (B)(6) 2011 and mirena from (B)(6) 2008 to (B)(6) 2010. Concomitant products included alprazolam (xanax) (B)(6) 2010 to (B)(6) 2011, ethinylestradiol; norgestimate (ortho tri-cyclen) from (B)(6) 2010 to (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2010 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2010 and sulfamethoxazole;trimethoprim (mortin) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 28 days after insertion of essure. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysuria ("dysuria"), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("anxiety/ mental anguish/psych injury"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, dysuria, back pain, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for tubal occlusion. (It was reported that hsg test done which confirmed that the essure device was unsuccessfully occluded, letter on reported that plaintiff underwent a laparoscopic bilateral tubal occlusion from the essure device). The number of expanded coils that appeared trailing into the uterine cavity was 1. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Current weight 190 lbs. Date- (B)(6) 2011. Procedure- hsg. Hysterosalpingography. Hysterosalpingogram. History - sterilization status. Findings - this study was performed the initial image of the pelvis demonstrates two essure coils to the right of midline, the more superiorly oriented coil felt to be within the proximal right fallopian tube. The inferior right pelvic coil is felt to have migrated from the left tube. She received treatment for pain pelvic/abdominal, general abnormal bleed, migration she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: failed sterilization with the essure coils, note made of spillage from the left fallopian tube and displaced left coil into the right inferior pelvic region. The right essure coil is in normal position with documented occlusion of the right fallopian tube. Migration right occlusion only. Lot number: 740647, manufacture date: 2010-05, expiration date: 2013-05. Lot number: 755529, manufacture date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events abdominal pain, general abnormal bleed added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.